Event description:
The affiliate reported 'the three mentioned experienced neurosurgeons tested the 11mm disposable codman perforator to compare them with their usual reusable perforator. The icp was set on 70000 rpm (as usual). A speed reducer was used as usual (golden color). It took a noticeably longer time to get through the bone than with their usual perforators. The perforator I'm sending in got very hot. They had to push really hard to make the perforator go through the bone. They also tried pushing less hard, but that made no difference. The craniotome they used to connect the three burr holes didn't struggle at all, so the neurosurgeon concluded that the skull wasn't particularly thick nor hard. They used the perforator in a 90 degree angle. The perforator wobbled in the fitting of the high speed drill. Please help explain why this perforator perforated so slowly, so I can communicate this back to customers. It would be great if you could let me know asap, since otherwise the current test might end unsuccessfully for codman. They use a midas rex high speed drill with "speed reducer" and icp system from medtronic we're testing the disposable perforators in this hospital at the moment (comparing them to reusables)"

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.